Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Four days post filter deployment , a CT of the abdomen was performed due to patient complaints of back pain. CT revealed possible complication of filter placement with four of the metal arms of the filter extended through the wall of the ivc into the surrounding soft tissues and potentially impinging on nerves. Therefore, the investigation can be confirmed for perforation of the ivc. However, the investigation is inconclusive for filter tilt based on the provided medical records. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated organs, tilted and embedded. The device was removed percutaneously. The patient experienced severe back pain. However, the status of the patient is unknown.